Event description:
It was reported that the patient received inappropriate shocks delivered on the right ventricular (rv) lead. Noise resulting in oversensing was observed on the rv lead. The cause of the event was not determined; however, it was alleged that it could be a lead malfunction or clavicular crush. X- ray imaging was performed; no anomalies were noted. The rv lead was explanted and replaced to resolve this event. The patient was stable.

Manufacturer narrative:
The reported events were clavicle crush, sensing noise, and inappropriate shock. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/tissue. The reported events of sensing noise and inappropriate shock were confirmed. Visual inspection found external insulation abrasion and exposing the outer coil at the connector boot. The cause of the reported of events of sensing noise and inappropriate shock was consistent with friction to the device can. The reported event of clavicle crush was not confirmed. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
The reported events were clavicle crush, sensing noise, and inappropriate shock. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/tissue. The reported events of sensing noise and inappropriate shock were confirmed. Visual inspection found external insulation abrasion and exposing the outer coil at the connector boot. The cause of the reported of events of sensing noise and inappropriate shock was consistent with friction to the device can. The reported event of clavicle crush was not confirmed. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts.